Manufacturer narrative:
A supplemental MDR is being submitted due to imagery review findings. This is one of two manufacturer reports being submitted for this event. Investigation is ongoing.

Event description:
A video of deployment was reviewed and found that there was constrained inflation on the distal (inflow) end, eventually overcoming constriction to fully deploy the valve. The valve was aligned just proximal to, and not fully between, alignment markers prior to deployment.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia valve, the physician felt more resistance than normal when advancing the commander delivery system through the 16f esheath+. The resistance was noted between sheath shaft and sheath tip area, then the delivery system/crimped valve popped through the esheath distal tip, where the most resistance was met. During deployment of valve the distal balloon tip did not initially fully expand and caused a "flower pot" deployment. A longer deployment time was allowed until the distal balloon later filled and fully expanded the valve with no leak. No withdrawal difficulties were noted, and everything was removed in normal manner. The sheath was still fully intact at the end of the procedure, and valve and delivery system came out of distal end of esheath. No visible damage was observed to the sheath tip, but it did not exhibit the expansion break/separation as it normally does. There was no patient injury reported.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to completed device evaluation. Sections b5, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The complaint for delivery system inflation difficulty and incomplete inflation was confirmed empirically due to the esheath distal tip being torn circumferentially. No device problem or manufacturing non-conformance that would have contributed to the complaint events was identified during this evaluation. Evaluation of the returned commander delivery system showed that the device confirms to specifications. Based on the returned device evaluation for the delivery system, the total inflation and deflation time met specifications. Additionally, no abnormalities were reported during device unpacking or preparation. Therefore, it is unlikely that manufacturing nonconformances could have contributed to this event. Review of fluoroscopic imagery showed that the valve was initially deployed asymmetrically, with expansion occurring only on the proximal side. However, it was able to fully deploy. The returned device evaluation on the esheath revealed that the distal tip was torn, indicating that the reported event as likely related to the interactions of both devices caused by a potential circumferential tear at the sheath distal tip. The torn piece could lodge onto the distal end of the valve, preventing it from deploying evenly. Additionally, the response from the field indicated that there was no visible damage observed on the sheath tip but that it did not have the expansion/break separation like it normally does indicating the presence of a circumferential tear of the sheath tip. The complaint of valve not between alignment markers and deployed identified during the evaluation was confirmed based on provided procedural imagery. There was no report of valve alignment difficulty. However, review of fluoroscopic imagery provided showed that the valve was not properly aligned in between the valve alignment markers prior to deployment. Per training manual, before deployment, the user needs to ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Despite the valve not being aligned between the markers, the user decided to deploy the valve. As such, available information suggests that use error (IFU instructions were not followed) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint events was identified during this evaluation. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia valve, the physician felt more resistance than normal when advancing the commander delivery system through the 16f esheath+. The resistance was noted between sheath shaft and sheath tip area. The delivery system/crimped valve "popped" through the distal tip of the esheath +. During deployment of valve the distal balloon tip did not initially fully expand and caused a "flower pot" deployment. A longer deployment time was allowed until the distal balloon later filled and fully expanded the valve with no leak. The delivery system was withdrawn into the esheath+ without difficulties, and everything was removed in normal manner. There was no patient injury. Upon removal the esheath+ was still fully intact. No visible damage was observed to the sheath tip, but it did not exhibit the expansion break/separation as it normally does. The esheath+ was returned for evaluation. Pre-decontamination inspection was performed and it was observed that the distal tip fully torn radially and missing. The fcs clarified that the missing piece was not noted after the procedure. But per the physician during the recent follow up visit post tavr, the patient was noted to be doing very well since the procedure with no issues or complaints.